Manufacturer narrative:
(B)(6). Titled: postoperative urinary retention with gross vulvar edema after use of (B)(4) icodextrin; military medicine. Beverly reed, md and col randal robinson, mc, USA.180, 7:e858, 2015 regarding an adverse event with the use of adept. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A patient experienced gross vulvar edema and urinary retention after undergoing a surgery in which adept, (B)(4) icodextrin was instilled to prevent adhesion formation. On an unreported date, the patient underwent a laparoscopic bilateral salpingectomy in preparation for in vitro fertilization. In order to minimize future adhesion formation, 500 ml of (B)(4) icodextrin (adept) was instilled in the pelvis at the end of the surgery. On the same surgery day the patient was discharged to home and voiding spontaneously. The patient returned to the emergency department in the evening of the same day as discharge with a complaint of inability to void with significant vulvar edema. A foley catheter was placed and 1,000 ml of urine was drained. After several hours, the labial edema improved. It was stated that the patient was unable to pass voiding trials during the hospital stay and further described as, the difficulty voiding was directly related to intermittent gross vulvar edema. The edema resolved after several hours of bed rest but then re-accumulated once the patient was ambulating or attempting to void. The patient was discharged from the hospital with a foley catheter in place on postoperative day two. One week later, the patient followed up in the clinic and at that time, all of the vulvar edema had completely resolved. The patient was able to pass a voiding trial and had no further complications. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.